Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (malpositioned stent) is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uncomplicated right eye (od) cataract surgery and subsequent implantation of two (2) stents from a trabecular microbypass stent system, one (1) of the stents was visualized intraoperatively between the posterior capsule and anterior vitreous. The surgeon reported that the stent "had to be actually under implanted" initially and "with the movement of balanced salt solution (bss), it had passed through the zonule". Per report, the surgeon is requesting counsel on treatment options, including removing the stent or leaving the stent as is, and a medical expert consultation was offered. There was no report of patient injury. Additional information has been requested.